Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, a missing keypad overlay, a scratched case near the reservoir tube window and a stripped battery cap coin slot. The pump was received without the original belt clip. No damage on the belt clip slot noted.

Event description:
Customer reports that insulin pump stopped working even after changing batteries. Customer's blood glucose was 156 mg/dl. Customer reports to use aaa (B)(4) batteries from the (B)(6) brand. During troubleshooting, it was found that customer was in a motorcycle accident which may have caused physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, customer states that display screen returned. Insulin pump was damaged at display screen, keypad and sides. Customer was advised that insulin pump would need to be replaced. No further information provided.